Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the ultrasonic bronchofibervideoscope exhibited that the fluoroscopic images are output, but endoscopic images are not output. The issue was found during installation. There were no reports of patient involvement.